Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, halfway through thumb advancer deployment and exchange sheath splitting, resistance was met and deployment could not be completed as the clip delivery tubeset had carved into the exchange sheath. The safety release slider was activated, enabling the device to be removed from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure of the thumb advancer to be deployed was confirmed. The cause for this type of damage is due to the flex-guide, tubeset, and tissue tract not being correctly aligned during thumb advancer deployment. In consideration of the report of continued advancement when resistance was met it should be noted that the instruction for use states under the closure procedure section that the best technique for deployment is to stabilize the device at the angle of the tissue tract during plunger deployment. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.